Event description:
It was reported that the pediatric intensive care unit (picu) nurse stated that they stopped therapy because the device started cooling the patient. Patient temperature (pt) was 34.7c esophageal in place, verified with rectal, targeted temperature (tt) was 36.5c. They stated they originally had the 8.6kg baby on a neonate pad, but baby was not responding. At that time, they changed the rate from maximum to 1c per hour and added a universal pad to the abdomen. It was after this intervention the device began to cool the patient. Explained device could not be set to 1c per hour so they then stated set to 0.5c/hour. Explained they could either restart this device and see how it did or replace it with another device and have biomed check it out and wanted to send this one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 34.7c esophageal in place, verified with rectal, targeted temperature (tt) was 36.5c. They stated they originally had the 8.6kg baby on a neonate pad, but baby was not responding. At that time, they changed the rate from maximum to 1c per hour and added a universal pad to the abdomen. It was after this intervention the device began to cool the patient. Explained device could not be set to 1c per hour so they then stated set to 0.5c/hour. Explained they could either restart this device and see how it did or replace it with another device and have biomed check it out and wanted to send this one to biomed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse stated that they stopped therapy because the device started cooling the patient. Patient temperature (pt) was 34.7c esophageal in place, verified with rectal, targeted temperature (tt) was 36.5c. They stated they originally had the 8.6kg baby on a neonate pad, but baby was not responding. At that time, they changed the rate from maximum to 1c per hour and added a universal pad to the abdomen. It was after this intervention the device began to cool the patient. Explained device could not be set to 1c per hour so they then stated set to 0.5c/hour. Explained they could either restart this device and see how it did or replace it with another device and have biomed check it out and wanted to send this one to biomed.